Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he experienced low blood glucose. The customer's blood glucose was 42 mg/dl at the time of incident. The customer treated her low blood glucose with food. The customer also reported that he received button error alarms and a motor error alarm. The customer also mentioned that the down arrow button was sticking. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarms were noted. Unable to verify the motor error alarm or perform the occlusion test due to the button/keypad anomaly. The motor passed the motor test. The pump was received with cracked battery tube threads, a broken reservoir tube lip, and minor scratches on the display window.